Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument placed staples properly but did not cut the tissue thoroughly. The surgeon applied another device to complete the procdure. The hosp has reported no pt injury occurred.